Event description:
Found during evaluation: the probe displays two black vertical lines running vertically in the viewing area of the scanner.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 20mm gt probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the probe displays two black vertical lines running vertically in the viewing area of the scanner and there are ink marking on the cable. The root cause of the reported issue is a probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.